Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was implanted after preparation using balanced salt solution (bss) as usual. The lens became cloudy immediately after implantation, and while evaluating treatment options, it clouded even further. Consequently, the lens was removed, and cut with an iol cutter as it was noted that the iol had become stiff. The procedure was completed with the back-up lens. Through follow-up we learned that the iol was implanted and removed on the same day. The johnson and johnson representative commented that when watching the surgery video with the physician, a white turbidity gradually progressed from the edge of the iol to the center and the iol rapidly deteriorated to a ragged state in a few minutes and collapsed from the edge part, after implantation. The doctor considered that alcohol instead of bss might have been erroneously used to prepare the iol. Corneal erosion occurred and persists, but the patient did not feel any pain at the time. Corneal endothelium: treatment of unmeasured corneal erosion: three drugs, sanbetasone, mucosta, and cravit (without preservative), were administered. Condition of corneal erosion: immediately after surgery = > 95% of corneal epithelium was lost 22 days after surgery slightly less than 95% of defect area was improved. The patient does not present any health problem and was not hospitalized. No further information was provided.

Manufacturer narrative:
Section a4: unknown, as information was requested but not provided. If implanted, give date: n/a, as lens was removed/replaced during the same procedure. If explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review, it was noted that impact code 4644 was not included in section h6 of the initial MDR report. The section has been updated accordingly: section h6 - health effect - impact code: 4644 - medication required. Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: july 15, 2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the intraocular lens (iol) was inspected under magnification. Half a lens was received in the lens case. The lens appeared to be torn; however, the video provided by the customer indicated that the lens was cut. The lens also presented with a tear, damage, and haptic damage. No discoloration was observed on the returned lens. Two videos were provided by the customer and were evaluated. Video 1 showed cataract removal and implantation of an iol claimed to be a tecnis monofocal single piece iol pre-loaded in the simplicity delivery system, model dcb00. The following was observed during cataract removal: a sort of corneal cloudiness requiring the application of ophthalmic viscosurgical device (ovd) on the corneal surface to keep it clear on some occasions before iol implantation. During iol implantation, what appears to be corneal surface irregularities (folds) was observed. Immediately following iol implantation it was observed how the lens started its discoloration: ¿white turbidity¿ starting from the edge and progressing to the whole lens. Video 2 showed the discolored original iol and its removal, replacing it with an unknown lens. The second implant appeared clear following its implantation. The definitive clinical impact of the reported issue could not be determined from a video assessment. The assessment provided the following: "we were not able to recreate this failure mode and we have not previously seen this type of issue before with iols. There is no further testing that we can pursue as a potential factor." Note: the cloudiness may have been induced by the exchange of water with alcohol; however, this cannot be confirmed to be an attributing factor based on the information provided. Testing was conducted to assess if isopropyl alcohol could be used to deliver a lens. A test was run using 100% isopropyl alcohol and 70% isopropyl alcohol each. In both cases, the lens jammed in the tip and the pushrod tip extends out the side wall of the cartridge. The complaint issue " lens damaged ", "discolored" were identified during video and product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.